Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was implanted approximately two years earlier. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported the surgeon removed a distal fibular plate and connecting screws, implanted on an unknown date approximately 2 years earlier, due to a 2.7 mm locking screw backing out. The plate was not replaced. This is report 1 of 2 for complaint (B)(4).